Event description:
It was reported that the patient with this pacemaker had exhibited a hematoma-like swelling at the pocket area, confirmed infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis. Additionally, an increase in the rv threshold was observed due to the generator migrating inside the pocket.